Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the outer insulation was melted, apparent explant damage; full lead analyzed.

Event description:
It was reported that the lv lead dislodged and was replaced. No further patient complications reported as a result of this event.